Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis patient that a fluid leak was encountered during the patients peritoneal dialysis treatment during a drain. A puddle of fluid was observed on the floor. The patient found that the fluid was leaking where the tubing connects to the supply bag. The patient was advised to cancel treatment and reset up with new supplies. Patient was advised to notify the peritoneal dialysis nurse. Follow up with the peritoneal dialysis nurse indicates that the patient did not have or experience any complications as a result of the alleged event. Additional information was solicited.